Event description:
Film evaluation results are: the exact cause of the vessel perforation caused during attempts to advance the sheath could not be determined from the films provided. Images during implant were not available for review. However, it appears likely that the patients highly tortuous and diseased anatomy, and the previously implanted iliac stents with small iliac diameter, all likely contributed to the vessel perforation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had iliac stents from another manufacturer previously implanted. The aneurysm was 60 mm in diameter. The angle of the vessel and the previously implanted stents would not allow the sheath to advance. On CT the diameter on the right was 5.2mm, while trying to advance the sheath up, the patient's artery perforated. The patient lost approximately 3000cc of blood. The patient was converted to open repair. The physician stated that the cause of the event was due to anatomy. No additional clinical sequelae were reported and the patient is fine.